Event description:
A patient had been hospitalized in 2006 due to diabetic ketoacidosis. It was reported that the patient was admitted with blood glucose levels in the 300-400 rnage andvery large ketones. He was placed on an insulin IV drip and blood glucose levels steadily came down. It was reported that they have considered insulin, infusion sets cartridges and sites. All have been changed or rotated 3 times. He has been on the pump for 2 years and has had no issues. It was reported that there have been no alerts, alarms of raults on the pump. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the repoted incidence.